Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded ventricular tachycardia (vt) episodes, for which the patient received anti-tachycardia pacing (atp) and shock therapy. Reportedly, the episodes occurred one month after the patient started amiodarone medication intended for the heart rhythm. Upon technical services (ts) review of the episodes, it was discussed that the atp and shock therapy was delivered inappropriately for supraventricular tachycardia (svt) due to undersensed right atrial (ra) beats. It was advised to check if the patient medications have stabilized and to consider suggested programming options. The crt-d remains in service. No additional adverse patient effects were reported.